Event description:
It was reported that the rv lead was capped due to pacing impedance greater than 2500 ohms, an apparent lead fracture seen in fluoroscopic image, and loss of capture. The device was explanted due to possible crosstalk and sensing integrity issues. No patient complications were reported as a result of this event.